Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 507652 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited oversensing/noise, potential fracture, and potential insulation breach. The leads were removed and replaced. No patient complications have been reported as a result of this event.